Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, 13.00/+1.5/074 (sphere/cylinder/axis), tore during loading. There was patient contact but no injury. The backup lens was implanted and the problem was resolved. The cause of the event was due to loading error. The patients current condition is 20/20 at one day post-op.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).